Event description:
It was reported that there have been bd vacutainer® sst¿ blood collection tube issues 30% of samples hemolyzed. The following information was provided by the initial reporter: customer reporting 30% of samples hemolyzed for product 367977.

Manufacturer narrative:
D4: lot:unknown. D4: expiration date:unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As lot information is unknown. H4: device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no customer samples/photos were received for evaluation. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. A review of the DHR could not be performed as the batch number is unknown. This complaint is unable to be confirmed. Bd was unable to determine a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that there have been bd vacutainer® sst¿ blood collection tube issues 30% of samples hemolyzed. The following information was provided by the initial reporter: customer reporting 30% of samples hemolyzed for product 367977.